Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude :right side" on (B)(6)2014. The patient's concurrent conditions included gerd. Concomitant products included ethinylestradiol;levonorgestrel (lutera), lansoprazole from (B)(6)2014 to (B)(6)2014, levothyroxine, nsaids and paracetamol (acetaminophen). In (B)(6)2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and device removal). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving and the depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia and pelvic pain to be related to essure. The reporter commented: 5 coils were seen, then on the left and 2 coils were seen diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: unilateral occlusion (left tube occluded); on (B)(6)2014: results: essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event:failure to occlude were added. Medical history, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine, nsaid's and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, 23 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and device removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia and pelvic pain to be related to essure. The reporter commented: 5 coils were seen, then on the left and 2 coils were seen diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded); on (B)(6)2014: essure was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event dyspareunia (painful sexual intercourse), abdominal pain and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy and device removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: 5 coils were seen, then on the left and 2 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-nov-2014: unilateral occlusion (left tube occluded); on 21-nov-2014: essure was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and device removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014 essure was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017 hsg and device removal information added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy and device removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: 5 coils were seen, then on the left and 2 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded); on (B)(6) 2014: essure was successfully occluded. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs+mr received, reporter added, lot number added, events added as:- depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 38-year-old female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude :right side" on (B)(6)2014. The patient's concurrent conditions included gerd. Concomitant products included ethinylestradiol;levonorgestrel (lutera), lansoprazole from (B)(6)2014 to december 2014, levothyroxine, nsaids and paracetamol (acetaminophen). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and device removal). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain had resolved and the depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia and pelvic pain to be related to essure. The reporter commented: 5 coils were seen, then on the left and 2 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: unilateral occlusion (left tube occluded); on (B)(6)2014: results: essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- event outcome of pain updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.